Event description:
It was reported the physician was implanted a 25mm gore helex septal occluder. The pt's atrial septum was noted to have an atrial septal defect, a patent foramen ovale, and to be aneurysmal. Following the procedure and while the pt was in recovery, the device was noted to have embolized to the left ventricle. A reintervention was performed and the occluder was removed without incident. A 30mm helex device was then implanted and the pt was doing well following the procedure.

Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that the device met all pre-release specifications.